Manufacturer narrative:
The investigation for the product damage has been completed. Returned complaint cp pump was visually inspected. Cannula kink was observed near outlet flow cage. No broken blades found. No biomaterial, no other abnormality observed. The cause of the low pump flow was cannula kink due to improper technique. Added- d9 device return date in accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported an unknown age patient was implanted with an impella cp device and turned on with low pump flows. Fluoroscopy showed the cannula had kinked just distal of the motor. The impella pump was removed and replaced with a new one. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.